Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was oversensing on the ventricular channel. An x-ray to rule out clavicle/rib involvement was unremarkable. The physician was unable to determine the cause of the oversensing, and unable to reproduce it. The patient denied any activities that may have caused electromagnetic interference. It was unknown if the oversensing was device or lead related. It was further reported that the right ventricular (rv) lead had falling impedances. The device and lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead (B)(6) 2011. (B)(4).